Manufacturer narrative:
(B)(4). The device was not available for evaluation. A service history review showed there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred at the end of therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated they did not have any symptoms and had already disconnected aseptically. The technical service representative (tsr) had the hp cycle power to ¿press go to start¿. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.